Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During evaluation, the fse verified the leak. Fse found pinched waste tubing and rerouted the tubing to the correct waste flow. Fse then verified proper operation without any errors. The instrument was verified as operational. There was no further action required by fse. The instrument was installed on (B)(6) 2018. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2018 through aware date (B)(6) 2018. There were no similar complaint(s) identified during the searched period. The g8 operator's manual under chapter 2 reinstallation states the following: 2.5 connections waste tube insert the waste tube firmly into the waste port located on the bottom of the main unit. Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. Note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. Keep the waste tube end above the top of the waste liquid. The most probable cause of the leaking was due to pinched waste tubing.

Event description:
A customer reported leaking on the g8 instrument. Technical support (ts) asked the customer to check the waste tubing for kinks. However, none were found and the waste was flowing freely with the waste tubing moving from side to side. Ts asked the customer to check the sample probe but the customer refused to do so. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay of results for hemoglobin a1c (hba1c). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.